Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and sometimes difficult to read. Customer reported battery lasting little over a week. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged charge/battery lasts less than expected, missing segments/partial display and cosmetic damage on the lcd display window on (B)(6) 2022. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement .insulin pump successfully downloaded to thus. Missing segments/partial display not observed during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin pump error low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on (B)(6) 2022 at 01:36:00.000 due to customer's faulty aa battery. The electronic assembly, motor, force sensor and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay and minor lcd display window scratches. Insulin pump passed required testing. Charge/battery lasts less than expected and missing segments/partial display not confirmed. Cosmetic damage confirmed on lcd display window scratches. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.